Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient received tracheal intubation operation on (B)(6) 2021. The cuff was found to be leaking air after the operation, so the tracheal intubation was replaced. After the replacement, the use was normal. There was no patient injury.